Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, when the device was interrogated it was noted that the diagnostics had been cleared. The device was reprogrammed and the patient was stable.